Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for a follow-up, an episode was observed showing noise on the lead. The sense/pace portion of the lead was capped and replaced. Defib portion remains active.